Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. In addition it was reported that the pump battery depleted from 95% to 5%. The pump subsequently shut off and was unable to be charged despite the attempt of multiple cables, wall adapters and power sources. There was no impact to the customer's blood glucose level. It was indicated that the customer would use a backup pump as alternate insulin therapy until the replacement pump was received.